Manufacturer narrative:
An event of the perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported perivalvular leak could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 27mm navitor valve (sn (B)(6)) was selected for implant using a large flexnav delivery system (ds). The patients anatomical measurements were as follows: perimeter: 78.5 mm, perimeter derived ø: 25.0 mm, area: 450.7 mm², area derived ø: 24.0 mm, min ø: 21.4 mm, max ø: 26.6 mm, and average ø: 24.0 mm. The patient had severe aortic stenosis with a calcium score over 1600 and had an aortic angle of rao 9 cau 12, lao 16 cra 8. During the procedure, a pre-dilation was performed using a 22mm balloon under rapid pacing (rp). The valve was positioned and deployed to 80%, but showed significant non-uniform expansion (nue) on the ncc struts. The valve was resheathed and deployed slower, 4mm ncc, but again there was nue. The therapy specialist recommended to resheath the valve and implant it deeper into left ventricular outflow tract (lvot). The physician was warned about the high risk of valve migration, but the valve was released at 3mm, and the device embolized toward the aortic direction. The coronary arteries weren't blocked and paravalvular leak (pvl) was noted. A second 27mm navitor valve was then taken and implanted valve-in-valve after two resheaths at a depth of 3mm. An angiogram was performed and revealed a more than mild pvl. Two post dilatations under rp with a 24mm balloon. The result was a pvl that was mild. The implantation depth was ncc 1-2mm, lcc 1-2mm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.